Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she was hospitalized for diabetic ketoacidosis due to high blood glucose twice. Customer's blood glucose was 549 mg/dl and 600 mg/dl. Customer was wearing the device at time of hospitalization. During troubleshooting, a leak was present on the tubing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump was tested with a water fill test reservoir and no bubbles were noted. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube window and minor scratched lcd window.